Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 lot number, expiry date, UDI number, serial number should have kept empty, h4. It was reported by customer that after 30 minutes of intra aortic balloon normal insertion and linking to iabp, it could not be used for normal pacing. Subsequently, it was found that the balloon had ruptured. After finally changing the balloon, it can be used normally. No machines were damaged. The balloon was inserted femorally.

Manufacturer narrative:
Due to character limit in the e1 section 1) the full event site name is - (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported by customer that after 30 minutes of intra aortic balloon normal insertionand linking to iabp, it could not be used for normal pacing. Subsequently, it was found that the balloon had ruptured. After finally changing the balloon, it can be used normally. No machines were damaged and no patients were injured. The balloon was inserted femorally.